Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic esophagectomy, the first firing was performed with no problem during esophagus dissection. During a gastric tube creation, they used different reload. The tissue was grasped (the tissue was held only up to about half way from the tip), the green button was pressed and the center control button was pressed to fire, but on the halfway of the firing, although the physician kept pressing the center control button, the knife which advanced halfway came back. The surgeon attempted again, but the same event occurred. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were partially fired. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. Both reloads had chips in their knife channels. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.